Event description:
Installation of pic on 01/05/25. Functional survey. Partial removal on (B)(6) 2025 with observation that the distal end remained in place/section of the opinion. No surgical revision indicated. Transfer to neurosurgery on (B)(6) 2025. (B)(6) 2025 new neurosurgeon opinion: no surgical resection. Successive follow-up scans suggest suspect a subcutaneous position, outside the cranial cavity. The patient is gw=15 with no deficit or argument underlying infection. No indication for surgical removal, which would require a further anaesthesia, removal of the flap and a hazardous search for this piece (under sterile conditions) for no clinical benefit. Should the clinical situation evolve, this position could be re-evaluated.

Manufacturer narrative:
Initial: the affected device has been received by our technical teams, and an investigation is planned.

Event description:
Installation of pic on (B)(6) 2025. Functional survey. Partial removal on (B)(6) 2025 with observation that the distal end remained in place/section of the opinion. No surgical revision indicated. Transfer to neurosurgery on (B)(6) 2025. On (B)(6) 2025: new neurosurgeon opinion: no surgical resection. Successive follow-up scans suggest suspect a subcutaneous position, outside the cranial cavity. The patient is gw=15 with no deficit or argument underlying infection. No indication for surgical removal, which would require a further anaesthesia, removal of the flap and a hazardous search for this piece (under sterile conditions) for no clinical benefit. Should the clinical situation evolve, this position could be re-evaluated.

Manufacturer narrative:
Initial: the affected device has been received by our technical teams, and an investigation is planned. Final: during functional check, when the incomplete returned catheter is connected to a monitor, an e001 appear. The return catheter is contamined and non compliant. (Capsule missing). This case is include in an ongoing CAPA which concern similar cases, root cause investigation is still ongoing.